Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power module and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is powering off and on by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device is powering off and on by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c.

Event description:
The customer contacted physio-control to report that their device is powering off and on by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.